Manufacturer narrative:
Patient probably sensitive and prone to receive ear infection when ear canal is partly occluded by e.g. Hearing aid. No increased trend seen. Investigation closed without any further action except trending. S/n (B)(4) - right. Mfg date 01/26/2019 - right.

Event description:
Repeated ear infections that never occurred prior to hearing aids - ent keeps putting on cipro (anti-biotics). Has occurred 3-4 times in the last year - has pus in ear canal that antibiotic clears. Finding moisture inside of aid when checking for sns. Hcp recommends he change domes daily but does not want to open up power dome or use molds since domes easier to change. Patient not wearing hearing aids until infection clears since he wears w/o cleaning - he may be re-introducing the fungus on unclean domes/receivers.